Event description:
It was reported the patient arrested at home and was sent to the emergency room. The patient died. "Details are not clear as to what actually happened." Cause of death has been requested and not received. Follow up revealed patient had not been pacemaker dependent and unknown if autopsy done. Later reported patient was hyperkalemic and "had episodes of torsades documented on telemetry strips that was undersensed by the device." Rate of arrhythmia reported to be within detection zone. No oversensing noted. Also reported hospital staff had not labeled telemetry system appropriately, so unknown if these telemetry strips were from this patient.

Event description:
It was reported the patient arrested at home and was sent to the emergency room. The patient died. "Details are not clear as to what actually happened." Cause of death has been requested and not received. Follow up revealed patient had not been pacemaker dependent and unknown if autopsy done. Later reported patient was hyperkalemic and "had episodes of torsades documented on telemetry strips that was undersensed by the device." Rate of arrhythmia reported to be within detection zone. No oversensing noted. Also reported hospital staff had not labeled telemetry system appropriately, so unknown if these telemetry strips were from this patient.

Event description:
It was reported the patient arrested at home and was sent to the emergency room. The patient died. "Details are not clear as to what actually happened." There is no allegation from a health care professional that the death was device related. The cause of death and additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Later reported patient arrested at home around 5:00 am and was transported via ambulance to the hospital. "EKG presented with pacing and some non-capture." Device interrogation found 1 nsvt episode that occurred at 6:25 am that morning. Physician requested a defibrillation to make sure device shocking ability was intact and reported it was. Thresholds were elevated. Per physician request, the outputs were increased and the pacing rate was raised to 80 beats per minute, however the patient died at approximately 1145am the same day.

Manufacturer narrative:
Asku

Event description:
It was reported the patient arrested at home and was sent to the emergency room. The patient died. "Details are not clear as to what actually happened." There is no allegation from a health care professional that the death was device related. The cause of death and additional information has been requested and not received. Follow up revealed the patient had not been pacemaker dependent and it was unknown if an autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Later reported patient arrested at home around 5:00 am and was transported via ambulance to the hospital. "EKG presented with pacing and some non-capture." Device interrogation found 1 (B)(6) episode that occurred at 6:25 am that morning. Physician requested a defibrillation to make sure device shocking ability was intact and reported it was. Thresholds were elevated. Per physician request, the outputs were increased and the pacing rate was raised to 80 beats per minute, however, the patient died at approximately 1145am the same day. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
Asku